Event description:
It was reported to philips that the device was unable to power on correctly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of system is unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not powering on. Upon functional testing, fse found the issue was with host pc. Fse replaced the host pc and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.